Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found an outer insulation abrasion at 5.8cm from the connector pin due to friction to ICD can.

Event description:
The patient received inappropriate therapies due to insulation damage. The lead was explanted.